Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a replace controller fault alarm was confirmed via the log file. The log file spanned approximately 8 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). A replace controller fault alarm was active and coincided with a yellow wrench alarm on (B)(6) 2020 at 01:27 due to a backup battery test circuit fault. The alarm resolved on its own after activation and did not affect the controller ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hmii system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. Per provided information, the issue resolved after exchanging the controller. Multiple attempts were made to obtain additional information regarding the event; however, the site was not able to provide further information. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace controller fault. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller fault alarm was confirmed via the log file. The log file spanned approximately 8 days ((B)(6) 2020 to (B)(6) 2020 per the timestamp). A replace controller fault alarm was active and coincided with a yellow wrench alarm on (B)(6) 2020 at 01:27 due to a backup battery test circuit fault. The alarm resolved on its own after activation and did not affect the controller ability to operate the pump at the set speed limit. No other notable alarm was observed. The hmii system controller, (B)(6), was not returned for analysis. Per provided information, the issue resolved after exchanging the controller. Multiple attempts were made to obtain additional information regarding the event. However, the site was not able to provide further information. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace controller fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient experienced controller fault on (B)(6) 2020. The alarm was resolved after patient activated controller self test. Pump interrogation showed an alarm of "replace system controller" at 0001hrs with no further alarms. It was noted through log file analysis that the device had a single yellow wrench/replace controller alarm on (B)(6) 2020 that appeared to have resolved. The log file also noted a single unsustained power/flow elevation. There were no other unusual events recorded in the log file event history. The equipment is operating as intended. Patient was asymptomatic. System controller was changed.